Event description:
During the index procedure, the patient had a 3.0 x 9 mm resolute integrity rapid exchange (rx) drug-eluting stent implanted in the proximal lad. A dissection is reported to have occurred during the procedure. A 3.0 x 18 mm resolute integrity stent and a 2.5 x 14 mm resolute integrity stent were implanted in the proximal lad to treat the dissection. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).